Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped. The patient with an implantable cardioverter defibrillator (ICD) was experiencing inappropriate shocks. The rate sensing portion was replaced with a new rate sensing lead.